Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 28 synergy¿ stent was selected for use and was quickly opened. However, when the scrub nurse took off the stent protector, the stent appeared damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number could not be identified. A visual examination of the crimped stent found that the stent had detached from the delivery system and was damaged its entire length with stent struts stretched and distorted. Stent damage most likely occurred due to handling during removal of the stent protector. The inner diameter of the stent protector of the returned device was measured and was within the specified inside diameter of the stent protector specification. The sds was not returned for analysis; therefore examination of the crimp markings on the balloon as well as individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 28 synergy¿ stent was selected for use and was quickly opened. However, when the scrub nurse took off the stent protector, the stent appeared damaged. The procedure was completed with another of the same device. No patient complications were reported.